Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented at the hospital after receiving high pacing lead impedance alert. The lead was suspected to be fractured at the distal tip and the vector was changed to monitor the progress. The lead will be replaced during a device replacement procedure. There were no adverse consequences to the patient. No further information is available at this time.